Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that a fiber optic sensor failure alarm had been present for 20 hrs since the pt was transferred there from another hospital. The rn stated that she reseated the fo plug and changed the console. The alarm continued. There were no external kinks noted. An alternate arterial source was used. Transducing the central lumen and removing the fo plug resulted in a crisp arterial waveform. The patient was schedule to undergo surgery on the day in question. The customer has no interest in returning the catheter since it was not from their facility. There was no injury or harm to the patient.